Manufacturer narrative:
Removed 61 code from h6; added 4315.

Manufacturer narrative:
Removed 4315 code from h6: added 61. Removed 4315 code from h6: added 61.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was not impacted.